Event description:
It was reported that there was noise on the electrocardiogram (ECG) leads for the programmer. It was further reported that there was noise on the analyzer during lead testing. The programmer and the analyzer were returned for service. It was indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
Concomitant product: 229047 software analyzer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. No leads were returned with the devices so unable to test leads. The programmer passed functional testing. It was noted that the power cord door was damaged and the system fan was noisy. (B)(4).

Event description:
It was reported that there was noise on the electrocardiogram (ECG) leads for the programmer. It was further reported that there was noise on the analyzer during lead testing. The programmer and the analyzer were returned for service. It was indicated that there were no patient complications reported as a result of this event.